Event description:
The locking mechanism slipped while on the patient. Surgery delay of 30 minutes was reported. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer on 10jun2016: the date of the event was unknown. The customer stated 2 neurosurgeons told him that it has ¿slipped multiple times¿ in the last 2 months. The patient underwent a posterior fossa tumor. Integra reusable pediatric skull pins were used. The patient was supine for induction of anesthesia and pinning and then flipped prone. There were no changes in positioning during the procedure. The surgery was not performed with a stereotaxy device. The locking mechanism on the mayfield seems to slightly come unlocked and rotates a miniscule amount. The length of time the product was in use before the event occurred was about an hour or so. The event did not result in patient injury. After the surgical case, the sales representative was called and asked to look at the mayfield. Patient outcome was not provided. Additional information has been requested.

Manufacturer narrative:
Linked to mfg. Report number: 3004608878-2016-00169. Integra has completed their internal investigation on 08/08/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: this device was sent in and has been treated as one inspection for two incidents (mfg report numbers: 3004608878-2016-00141 and 3004608878-2016-00169 ) for the same device. This inspection was based upon pin slippage as opposed to rotational slippage however this device was serviced back to full working order. Unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Device history record reviewed for this product ID lot code/work order: (B)(4) manufactured on december 03, 2015 showing a total of (B)(4) were produced of this lot. All were inspected 100% per inspection checklist with no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. In summary we were able to confirm or duplicate the end users experience however the root cause can not be determined at this time. This issue will be monitored.